Event description:
The customer contact reported a nondelivery. On an unspecified date, the device was programmed to deliver an unspecified solution at an unspecified rate. No specific programming parameters were provided. It was reported that after the therapy was initiated, the device acted as if "the delivery was being performed as programmed," but no drops were noted in the drip chamber. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.